Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The customer's meters and test strips were requested to be returned for investigation. Only meter (serial number (B)(4)) was returned. The customer's meter was tested using retention strips lot 479107 with an expiration date of 31-dec-2021 and retention controls lot 90100582 with an expiration date of 30-sep-2021. Testing results: control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Results: level 1: 45, 44, and 44 mg/dl, level 2: 301, 309, and 304 mg/dl. All results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4) (meter a) and accu-chek inform ii meter serial number (B)(4)(meter b). At 11:24 am the result from meter a was 573 mg/dl. At 11:38 am the result from meter a was 339 mg/dl. At 11:45 am the result from meter b was 241 mg/dl.